Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet exhibited difficulties to pass through the right ventricular (rv) lead. Furthermore, the rv lead was unable to be implanted. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Event did not lead to a serious injury, and thus, adverse event and required intervention should not have been checked for the b1 and b2 fields respectively.

Manufacturer narrative:
The reported events were ¿the wire failed to enter the electrode lead smoothly¿ and "the electrode could not be precisely implanted into the patient's myocardium". A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of ¿the wire failed to enter the electrode lead smoothly¿ was confirmed. X-ray inspection found the inner coil was over torqued coil in the connector region consistent with the procedural damage. The stylet could not be inserted due to over torqued inner coil, as received. The cause of ¿the wire failed to enter the electrode lead smoothly¿ was isolated to over torqued of the inner coil.